Event description:
"On (B)(6)2013 the ssu representative for maquet in (B)(6) reported that when the main and cardioplegia side pumps were started on the hcu 30 serial number (B)(4), the compressor turned off. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the compressor was found to be defective and was replaced. (B)(4). "